Event description:
Healthcare professional reported that 3 months after injection in the malar cheeks, tear troughs, chin and jaw line with juvederm ultra plus xc, the pt developed swelling, nodules, skin was tender, itchy and experienced tyndall effect at the injection sites. Healthcare professional also noted "too much filler by the eyes", as well as nodules "by the ears and eyes." Pt was also injected with juvederm voluma xc 6 days prior to the juvederm ultra plus xc injection. Hyaluronidase was injected 3 months after the juvederm ultra plus xc 8 to 9 months after injection with hyaluronidase, the pt saw an ent specialist who treated the pt with steroids, an antihistamine and antibiotics. Healthcare professional also noted the pt was cleaning their home and developed swelling and nodularity again at the injection sites. Symptoms are ongoing.

Manufacturer narrative:
Medwatch sent to FDA on 07/09/2015. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Manufacturer narrative:
(B)(4). Further info from the reporter regarding event, product or pt details has been requested. No add'l info is available at this time. The event of swelling, nodules, tender, itchiness, tyndall effect and "too much filler by the eyes" are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.